Event description:
Related manufacturer reference: 1627487-2024-08314. It was reported that both leads (l3 and l4) had migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.